Event description:
It was reported that the patient experienced a skin infection at the infusion site, which developed after an unspecified duration of pod wear. The patient was reported to have developed pain at the infusion site during wear, and following pod removal, the pain worsened, and the patient developed warm skin, redness, swelling, bruising, and a burning sensation at the site. The patient presented to the emergency room on (B)(6) 2026, where an ultrasound revealed a skin infection. The site was drained in the emergency room. No further treatment information for the infection was provided. It was further reported that the patient uses flonase on the skin per recommendation by his healthcare provider. No further information could be obtained despite multiple good-faith efforts.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone17.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.